Event description:
Medtronic received information via literature regarding a 60-year-old female patient who had undergone a mitral and aortic valve replacement two years prior with a medtronic 31-mm hancock ii and a 21-mm avalus bioprosthesis, respectively.  No serial numbers were provided.  Subsequently the patient experienced acute limb ischemia that required emergency embolectomy. Approximately two years post-implant the patient was diagnosed with double-valve endocarditis caused by streptococcus vestibularis which required a double valve replacement.  In surgery, the aortic root was resected, and the infected tissues were debrided.  A non-medtronic 31-mm bioprosthesis and a medtronic 23-mm freestyle stentless bioprosthesis were successfully implanted with a complex reconstruction.  The postoperative transesophageal echocardiography showed normal function of both valves, and the postoperative course was uneventful.  No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: aphram et al. En bloc aortic root resection and commando procedure for aortomitral bioprosthetic endocarditis. Jtcvs tech. 2021 oct; 9: 25¿27. Published online 2021 jun 30. Doi: 10.1016/j.xjtc.2021.06.030. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.